Event description:
Main body treo sheath was left behind. Ta balloon was used and introduced through the sheath. Valve was opened to allow ta balloon to advance. Then balloon was used to balloon treo area of interest. Valve was let open so that the ta balloon can be moved and the valve leak blood on the field. The amount of blood was enough the get a something to wipe it off the field and for the physicians to note the blood loss but that is it. No significant issues with patient. Patient outcome - "no patient related issues."

Event description:
Main body treo sheath was left behind. Ta balloon was used and introduced through the sheath. Valve was opened to allow ta balloon to advance. Then balloon was used to balloon treo area of interest. Valve was let open so that the ta balloon can be moved and the valve leak blood on the field. The amount of blood was enough the get a something to wipe it off the field and for the physicians to note the blood loss but that is it. No significant issues with patient. Patient outcome - "no patient related issues."